Manufacturer narrative:
(B)(4). Vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. During testing, the unit failed the initial final test with non-conformances with the measured vti, along with a consistent "svhp relief" alarm. Bench testing determined that the reported problem was due to flow restriction caused by an excessively dirty flow sensor filter, blower inlet filter, and air inlet filter. Vyaire medical replaced the flow sensor filter, blower inlet filter, and air inlet filter to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "svhp" and the customer was not able to clear the alarm. There was no report of any patient involvement associated with this reported event.